Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the fourth band was unable to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of the band unable to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. It was also noted that the ligator head returned four bands attached, some of them were moved out from its original position and overlapped. Further inspection shows that the ligator head teeth were found damaged while the suture hole was in good condition. No other problems were noted with the device. The reported event was confirmed. It is possible that due to the manipulation or technique used at that time to interact with the device in conjunction with the tortuosity to which the unit might have been exposed has caused some tension in the teeth that has bent them altering the proper deployment of the bands. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2021. During the procedure, the fourth band was unable to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.